Event description:
The customer reported that after delivering 600ml of cardioplegia, the console notified the user of "pump initialized, resume flow, confirm" the user pressed confirm, but did not notice the console has zeroed the flow rate. Field service is traveling to the account.